Event description:
It was reported that post an intracranial drug eluting stenting treatment procedure, a death occurred. The 85% stenosed lesion was located in the left intracranial artery (ica). A taxus express2 3.0x12mm drug eluting stent was implanted with no residual stenosis. A follow-up angiogram was done in may 2007 and demonstrated a 25% stenosis. Plavix was discontinued and 81mg aspirin was continued. The patient died about five months later from acute stroke. An MRI showed a total occlusion of the left ica. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.